Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported when demonstrating the use of this hip femoral provisional instrument, a small piece of metal fell out of the body of the instrument, exposing a cross bar.

Manufacturer narrative:
Visual inspection of returned device found signs of wear and tear and the body of the device shows some scratches and gouge marks. The bottom of the jack screw was fractured and missing. It was stated that this fractured piece was lost and therefore unavailable for evaluation. Device history reports were reviewed and showed no deviations or anomalies in the manufacturing process of any of these devices. According to the "zmr® revision hip system surgical technique", the metal proximal provisional (mpp) should not be impacted with a mallet. It is also stated that the mpp can occasionally become locked on, requiring the use of an extraction hook to dislodge the provisional. It is not known if the provisional was damaged during extraction, or if it was hit with a mallet during attachment to the zmr body. Therefore, with the information provided a definitive root cause cannot be determined.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. There is no new information that would change the previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.